Event description:
When using the 18 gauge IV catheters we have in stock and triggering the retractable needle, I have noticed a trail of splash back of blood on the patient's arm. The valve seems to be intact because blood is not flowing, but there is an initial splash when retracted.